Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to customer accurately delivering multiples boluses in a short time period without waiting to see the effect of each bolus. Recommendation was made to consult with healthcare provider regarding diabetes management.